Event description:
It was reported that the t:slim x2 pump battery would not charge despite attempts with different wall adapters and charging cables. There was no reported impact to the customer's blood glucose level. Customer service determined the pump had a button and charging issue, and decided to replace it. The replacement pump with updated software was sent to the customer, who opted for a backup insulin pump to maintain insulin delivery. The customer was informed about the delivery details, usage instructions for the new pump, and the process for returning the faulty pump to tandem.